Event description:
Stryker sustainability har36 harmonic ace shears gave error message to reactivate. This continued to happen even without the use of the harmonic. The harmonic generator was exchanged for another unit and then the error message tighten assembly presented on the screen. We tightened the assembly,and when we retested we noted the tighten assembly message again. After retesting we noted the reactivate message and then we were given the replace handpiece error. This was replaced with a "like" device which was utilized for the completion of the procedure without issue. Diagnosis or reason use: laparoscopic sigmoid colon resection.